Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto. The device was returned to a third-party service center. During visual inspection of the device, it was determined the connector was corroded also error code is present. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Manufacturer narrative:
H3 other text : device received by third party.

Event description:
The manufacturer received information regarding a dreamstation auto. The device was returned to a third-party service center. During visual inspection of the device, there is no visible foam particles found. The connector was completely destroyed. The device was routed to scrap. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.